Event description:
The customer reported an issue with the time settings on their device being incorrect. There was no adverse impact to the customer's blood glucose level, as prior settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer received assistance from technical support to update the pump time and was advised to monitor the device for any recurring discrepancies. The customer understood and acknowledged the guidance provided.